Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported alerting downstream occlusion when there's nothing obstructing the flow of the liquid. The reported problem 'alerting downstream occlusion when there's nothing obstructing the flow of the liquid' was confirmed during the event history log (ehl) review but not reproduced during evaluation. The cause was determined to be a damaged tubing guide. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when there is nothing obstructing the flow of liquid. There was no known patient injury or medical intervention associated with this event. No additional information is available.